Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that there was no damage to the screen of the insulin pump. Customer's blood glucose level was 4.9 mmol/l. Caller stated that the leak occurred when her son was at school. Caller stated that the reservoir was used. There was no fluid present in the reservoir compartment. Customer's mother threw away the blue transfer guard. Customer's mother was advised that she can still use the reservoir box. The reservoir box will be replaced. No further assistance needed.